Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was oversensing noise probably because it was sitting on the tricuspid annulus due to dislodgement. The threshold was elevated. The lead was explanted and replaced. The patient was fine before, during, and after the procedure.